Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. A field service engineer checked remote smart service (rss) logs and identified three instances of failure occurring on the same day for a single pocket, with no further occurrences since. Advised customer to perform a hard restart following the recent firmware update and recommended replacement of the affected cubie pocket. Customer agreed to proceed with replacement to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had cubie failed to open. User attempted to recover the storage space still it was not cleared immediately. After several attempts, the issue resolved; however, the cubie continued to behave oddly. There was no obstruction or jamming of the drawer, and the medication was not overfilled. User suspected that the drawer may have been handled roughly. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications in another manner that caused a delay in patient care. There were no adverse events or injuries reported based on this event.